Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok femoral, catalog #: 183000, lot #: 799400; vanguard stabilized bearing, catalog #: 183422, lot #: 088870; biomet I-beam tray, catalog #: 141221, lot #: 673750; biomet arcom 3 peg/post patella, catalog #: 184762, lot #: 093650. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event: 0001822565-2018-07738; 0001822565-2018-07739; 0001822565-2018-07741. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Patient was noted to have blocked bowel requiring visit to ER where instability was noted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.